Event description:
During a rotator cuff repair procedure, it was reported that when a surgeon was passing suture through tendon, close to tendon muscle junction. The needle did not pass through tissue and upon inspecting the elite pass suture shuttle, the needle tip was missing. The surgeon stated that needle tip was removed using a shaver and suction. The surgeon opened a second needle and continued as normal.

Manufacturer narrative:
(B)(6). Suture shuttle needle returned for evaluation. Visual examination showed one device is missing its distal tip confirming the reported complaint. The tip has broken at the suture pick-up slot. The broken tip was not returned for evaluation. A redesign of the product will be initiated to address this reported failure mode. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed. (B)(4).